Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, vomiting and diarrhea. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for two weeks. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.